Event description:
It was reported when using the bd pyxis¿ es refrigerator, device was not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on bus. A field service engineer (fse) performed a structured shutdown and restart of the pyxis station and its connected devices. The fse began by turning off the battery, door, and fridge power switches, followed by shutting down the main station. After verifying all connections, the fse powered the devices back on in sequence, starting with the fridge, then the battery and door switches, waiting for the temperature display to appear. Finally, the fse turned on the pyxis station and verified successful connectivity between the es fridge and the main station, confirming all systems were functioning properly. The system functioned as intended after the fse repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d4 catalog, serial number and UDI a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on bus. A field service engineer (fse) performed a structured shutdown and restart of the pyxis station and its connected devices. The fse began by turning off the battery, door, and fridge power switches, followed by shutting down the main station. After verifying all connections, the fse powered the devices back on in sequence, starting with the fridge, then the battery and door switches, waiting for the temperature display to appear. Finally, the fse turned on the pyxis station and verified successful connectivity between the es fridge and the main station, confirming all systems were functioning properly. The system functioned as intended after the fse repaired the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, device was not detected on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.